Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sore") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("tired"). The patient was treated with surgery (had total laparoscopic hysterectomy and bilateral salpingectomy) and surgery. Essure was removed. At the time of the report, the fatigue outcome was unknown. The reporter considered fatigue and pelvic pain to be related to essure. (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, fatigue. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.